Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number (9 cases) of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the center port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.